Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h4, h6, h11. Visual examination of the returned product identified some wear and tear on the blue ppsu of the handle. The distal end of the device is also damaged/bent. The plunger on the inside of the handle body has fractured and was not returned with the device. Measured the handle of the device and it is conforming to the print specification. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the blue handle of a vault guide broke during the case, and a screw came out and was retrieved. Attempts have been made and no further information has been provided.